Event description:
It was reported that a patient's generator replacement became a full revision due to a bone growth fracturing the patient's lead. The suspect product has not been received by the manufacturer to date. No other relevant information is available to date.